Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Per the opinion of cvrx's physician consultant, the event was likely related to the patient having an unfavorable blood pressure at the start and throughout the procedure as the patient required phenylephrine drip throughout the procedure. Furthermore, per the physician's order, no further interaction testing was done as increasing the therapy to 500 pulse width without sedation would cause discomfort to the patient. However, the patient's aicd was interrogated after titrations and demonstrated no interaction. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient was administered phenylephrine drip throughout the procedure. Following the procedure, the patient experienced hypotension during the interaction testing and therapy was turned off. The patient's blood pressure did not recover on its own and additional vasopressors was given to the patient. The patient's blood pressure recovered, and the patient was transferred to intensive care unit for monitoring. While at the ICU the patient's therapy was activated and the patient's blood pressure remained stable. Per the opinion of the physician, the root cause of the event was the high output of the therapy during interaction testing. On (B)(6) 2024, the patient's blood pressure was stable, and they were discharged. Device interaction was also noted, and the interaction test was not completed as the threshold for sensing was not found. There was a plan for further testing at the patients next titration visit however, per the physician's order, no further interaction testing was done as increasing the therapy to 500 pulse width without sedation would cause discomfort to the patient. The patient's aicd was interrogated after titrations and demonstrated no interaction.

Event description:
A barostim system was implanted on (B)(6) 2024. Following the procedure. The patient experienced hypotension during the interaction testing and therapy was turned off. The patient's blood pressure did not recover on its own and additional vasopressors was given to the patient. The patient's blood pressure recovered, and the patient was transferred to intensive care unit for monitoring. While at the ICU the patient's therapy was activated and the patient's blood pressure remained stable. Per the opinion of the physician, the root cause of the event was the high output of the therapy during interaction testing. On 22-jun-2024, the patient's blood pressure was stable, and they were discharged. Device interaction was also noted, and the interaction test was not completed as the threshold for sensing was not found. There was a plan for further testing at the patients next titration visit.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the high output of the therapy during interaction testing. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).